Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the self test failed. The pressure sensor board and flow sensor air (qvent) were both not detected. Also it was noticed that the display was very dark. These malfunctions were noticed before usage. The alarms were observable both visually and through hearing. Tf 444004 (voltage out of tolerance) and tf 485001 (ambient mode). These malfunctions were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: - the self test failed. The pressure sensor board and flow sensor air (qvent) were both not detected. Also it was noticed that the display was very dark. - these malfunctions were noticed before usage. - the alarms were observable both visually and through hearing. Tf 444004 (voltage out of tolerance) and tf 485001 (ambient mode). - these malfunctions were reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.